Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found an intensively worn tissue pad. The reported events and identified malfunction are inferred to have occurred through the following mechanism. 1. The output was activated while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to intensively wear out. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a scratch was generated. 4. A force to activate the output or a force to grasp tissue was applied to the probe. Therefore, a crack was spreading out from the scratch, causing the probe damage error (u504). 5. The probe broke due to the load applied. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited a probe damage error (error number unknown) occurred inside the abdominal cavity of the patient of the therapeutic laparoscopic cholecystectomy procedure. Upon removing the device from the body and checking, the probe tip broke off at the exact moment it was removed from the body. There was no delay in the procedure, and nothing fell off inside the body. The procedure was completed with the replacement of the same product. There were no reports of patients¿ harm.